Event description:
Per the customer, automatic registration not accurate on nav3i with ziehm c arm. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, automatic registration not accurate on nav3i with ziehm c arm. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.